Event description:
Patient was implanted with tibial nail on (B)(6) 2012. It was discovered on an unknown date the patient had a nonunion. Patient returned to or on (B)(6) 2013 for removal of im nail, nail exchange, and bone graft due to non-union. This is 5 of 8 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.